Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implant was removed due to fracture. The patient experienced infection and bone loss. Tooth location 9.

Manufacturer narrative:
This report is being submitted to relay additional information. Method code was updated to 10. H6: results code was updated to 3252. Conclusions code was updated to 4307. Narrative/data was updated. The reported device was received for evaluation. The reported condition of a fractured implant was confirmed. The reported medical conditions of infection and bone loss were not confirmed. Visual evaluation of the as returned product identified significant wear from damage about the implant body. The implant tines are fractured. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Sterilization record could not be reviewed without DHR information. A complaint history review could not be performed without relevant item and lot information. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.